Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 150cm short angled aquatrack hydrophilic guidewire fractured was retained in the left anterior chest muscle layer. The retained guidewire was subsequently removed. This was during a cardiac pacemaker implantation. Additional information was requested but was not provided. The device was not returned as expected. The hospital reported this case as a serious injury adverse event to the china nmpa.